Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the left ventricular lead exhibited loss of capture. X-ray revealed that the lead had dislodged. The lead was disabled via programming. Patient was asymptomatic throughout and will continue to be monitored.

Manufacturer narrative:
Additional information: b1,b2. B5, d7, g4, h1, h2, h6.

Event description:
New information noted that the physician elected to explant and replaced the left ventricular lead due to the patient's worsensing dyspnea. The lead was found to be in the device pocket. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.